Event description:
It was reported that during an unspecified urological procedure, the coating on the cone peeled and the device failed to close. A 3 french 10mm stone cone had been advanced to an unspecified ureteral location. At an unspecified time during the procedure, the coating on the device appeared "peeled" and the physician was unable to close the cone. None of the coating dislodged inside the pt. The procedure was completed with this device. There were no pt complications reported with the pt's current condition listed as "good".